Event description:
¿ Complaint from patient 1. From shoulder to the wrist, she feels the sensation of water flowing. 2. When she makes a down position of her arm, feels tingling. However, when she raise her arm she does not feel tingling. 3. 1-2 months post the treatment, she felt severe pain throughout her arms but it was resolved. Sometimes she feels spontaneous pain. ¿ assessment by doctor 1. 09/may/23 : doctor recommended to wait 6-12months 2. 03/mar/24 : a doctor who performed the treatment left a clinic so dr. Kim took over the patient to assess. There was no visible tight band on both arms. Patient complaint about 2 small nodules on rt. Underarm but doctor could see based on his assessment. Patient still complains about tingling sensation when she down her both arms.